Event description:
It was reported that the hand piece housing had come apart and the threarded stud is stuck in the disposable. No other inforamtion available. Hand piece and dispposable to be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received assembled to a handpiece and the rotation knob detached not returned. The device was disassembled from the hp and evaluated independently. The device was activated and no anomalies were noted with the functionality of the device. The stud of the handpiece was not broken inside of the instrument. The detached rotation knob was likely lost during transit and is not related to the reported event. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.